Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Patient reported right side capsular contracture baker grade IV and rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.3, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture not observed openings in the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface of the shell. Red particles in the surface of the shell. Yellow biological tissue observed in the device. Cloudy observed in the gel.

Event description:
Patient reported capsular contracture , baker grade unknown and rupture, diagnosed by ultrasound. Patient later confirmed capsular contracture, baker grade IV and expressed concerns with recall. The device has been explanted. This relates to the right side.